Event description:
It was reported that the patient presented in hospital, telemetry showed the implantable cardioverter defibrillator (ICD) exhibited failure to sense. Device interrogation revealed the ICD was in backup vvi mode, note on chart revealed that the patient had 2 magnetic resonance imaging (MRI) performed without the device being programmed to MRI mode with no backup defibrillation function on. The device was reprogrammed on (B)(6) 2024. Post restoration, device interrogation revealed the right ventricular (rv) lead exhibited intermittent capture and decrease in r-wave amplitude. Chest x-ray confirmed the lead was dislodged. The lead and device were explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported field event of sensing issue could not be reproduced in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) upon receipt. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The event of reset was determined to be caused by the device exposure to magnetic resonance imaging (MRI) without being programmed for MRI use.